Manufacturer narrative:
The insulin pump had missing segments due to a cracked and bleeding liquid crystal display glass. The unit had a minor scratched display window, as well as a scratched case and cracked reservoir tube.

Event description:
The customer's mother reported via phone call that the insulin pump had a partial display on the liquid crystal display screen. The caller stated that the screen was partially black. The customer's blood glucose was 180 mg/dl. The caller stated that the insulin pump had not been dropped, bumped, or exposed to moisture. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.